Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and functional test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between pebax and the third electrode, and a reddish material inside it. The device was connected to the carto 3 system and no magnetic, visualization or icon issues were observed. A manufacturing record evaluation was performed for the finished device number 31438903l, and no internal actions related to the reported complaint were identified. The reddish material inside the pebax could be related to the spinning icon reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. An internal action is being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between the pebax and third electrode. During the procedure, the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on patient.